Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The pressure and extender tubing were also returned. The optical fiber was found to be broken within the catheter tubing approximately 63.2cm from the iab tip. The optical fiber was found to be broken, confirming the reported problems. It is difficult to determine when or how a break in the fiber optic occurs. However, a kink in the catheter can cause the fiber optic to break resulting in no signal or the inability to calibrate it. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy on (B)(6) 2017 an alarm 'iab optical sensor failure' was generated. No pressures could be taken and it did not take calibrate. Iab was used to continue therapy as pressure was read through the monitor. No patient injury was reported.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy on (B)(6) 2017 an alarm 'iab optical sensor failure' was generated. No pressures could be taken and it did not take calibrate. Iab was used to continue therapy as pressure was read through the monitor. No patient injury was reported.